Event description:
It was reported through clinic notes that a patient's model 102r device was unexpectedly found off on (B)(6) 2019. The patient hadn't been programmed since (B)(6) 2018 and per the physician's notes wasn't turned off and the parents denied seeing anyone between (B)(6) 2018 and (B)(6) 2019. The patient had an increase in seizures in (B)(6) 2018 which he believed may be related to the vns being disabled. The patient's vns was turned back on. No further relevant information has been received to date.